Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mrh femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection: a visual inspection of the returned device indicates that the device fractured at the connection of the femoral component and the stem. There were a number of pieces of the connection also returned which had fractured at the time of failure. The device was otherwise unremarkable. No material or manufacturing discrepancies were noted as part of the visual inspection -clinician review: I cannot completely confirm that this event took place since there is no operation note or photos of the broken implant. The radiographs were not confirmatory. There was however, corroboration of the event by the rep. Regarding the possible root cause of this event, I cannot determine it with certainty. Loosening or breakage of a tumor type implant is well known, especially in very young and active patients. -product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient was revised due to a crack/fracture of the component. Visual inspection of the returned device indicated that no material or manufacturing discrepancies were present. A review of the provided medical records by a clinician noted "the radiographs were not confirmatory. There was however, corroboration of the event by the rep. Regarding the possible root cause of this event, I cannot determine it with certainty. Loosening or breakage of a tumor type implant is well known, especially in very young and active patients." The exact cause of the event could not be determined because insufficient information was provided. Further information such as additional pre- and post-operative x-rays and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the sales rep that the mrh femoral component right side broke so it was replaced with a new one.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported by the sales rep that the mrh femoral component right side broke so it was replaced with a new one.